Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluations are completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro silicone jaw boot detached from the device and fell into the pt's leg. The silicone boot was retrieved through the original incision. A replacement device was used to complete the procedure.